Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f2000701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the customer, after deploying a 6f-7f mynxgrip vascular closure device (vcd), the sealant was not delivered since there was no sealant noted and there was no tamp tube visible. Therefore, after the device failure, manual compression was applied to the patient for approximately 20 minutes without adverse effect and hemostasis was achieved. There was no reported patient injury. The patient¿s length of stay was not impacted as a result of the device failure. The mynx vcd was used in interventional coronary procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel type was arterial. The physician is a certified mynx user. The mynx is stored in the procedure room under proper temperature and humidity levels. The product was stored as per the labeling and was opened in a sterile field. The device was used in-conjunction with a 6f avanti sheath introducer. The user had the device shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Other additional procedural details were requested but were unknown. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported by the customer, after deploying a 6f/7f mynxgrip vascular closure device (vcd), the sealant was not delivered since there was no sealant noted and there was no tamp tube visible. There was no reported patient injury. The mynx vcd was used in interventional coronary procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel type was arterial. The physician was a certified mynx user. The mynx was stored in the procedure room under proper temperature and humidity levels. The product was stored as per the labeling and was opened in a sterile field. The device was used in-conjunction with a 6f avanti sheath introducer. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. After the device failure, manual compression was applied to the patient for approximately 20 minutes without adverse effect and hemostasis was achieved. The patient¿s length of stay was not impacted as a result of the device failure. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedural sheath was on the catheter, fully retracted, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2000701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.